Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when requesting a bolus, the customer's pump suggested a larger bolus than expected. The customer thought that the decimal point may have been inadvertently forgotten when the values were entered into the pump. The customer's blood glucose (bg) level was not impacted. Tandem technical support instructed the customer on how the pump calculates specific amounts of insulin to be delivered based off the pump users specific carbohydrate ratio, target bg, and correction factor.